Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-product analysis: the device was returned and evaluated by product analysis on 10/14/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No abnormal pump behavior or related issues were observed in the pump¿s black box data. The total daily dose history was appropriate per the user programmed settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. There was no reported patient health impact associated with this complaint. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.